Event description:
On site remote technician service was requested for a device. The oxygen blending module board was replaced. There was no harm or injury reported. The oxygen blending module board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the board failed steps during testing.